Event description:
The manufacturer's representative reported that a bridge bolus calculation error had occurred during pump replacement. The pt had been on morphine 50 mg/ml at a rate of 12 mg/day. The new pump was filled with morphine 25 mg/ml and a priming bolus was programmed. Due to the calculation error, the pt received 3 mg of morphine in a 3 hour period instead of the intended 1.5 mg over that same period. The pt was reported to be "awake and fine" at the time the error was corrected. The pump was reprogrammed to deliver the intended drug dose. No pt inury was reported.